Event description:
The user facility reported an 83 year old male on impella cp for mechanical circulatory support. It was reported that the pump triggered suction alarms when support levels were increased above p2. Multiple factors were investigated in an attempt to determine a cause, however, there was no improvement in the noted issue. Flows remained low throughout the course of support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation. Visual inspection found a cannula kink near the inlet and there was biomaterial in the top of the impella and a thrombus in the outlet. The root cause of the low pump flow was cannula kink due to patient condition related as patient's blood vessel tortuosity was severe that kinked the cannula and impacted the flow path, suction occurred and biomaterial accumulated. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. The IFU further states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿